Event description:
It was reported that the reporter was asking for MRI guidelines. The reporter stated: the patient's interstim ins had been turned off for 3 years. It was turned off because it wasn't working. MRI was for lower back but the reporter didn't know whether it was related to ins/therapy. The patient also had a pain stimulator. There was the possibility that the MRI was related to the ins/therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-33, lot# v057224, implanted: (B)(6) 2007, product type lead. (B)(4).